Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (termination)\ectopic pregnancy') and genital haemorrhage ('heavy abnormal bleeding') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (1 vag girl 6lb 1985; 2 vag girl 6lb 1991; 3 tubal pregnancy 2005), parity 2, peptic ulcer and gerd. Hsg test done result not provided. Concurrent conditions included ovarian mass, suprapubic pain, ovarian cyst, endometriosis, hemosiderosis, luteal cyst of ovary and hot flashes. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems: depression") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy, laparoscopic bilateral salpingo-oophorectomy ((B)(6) 2016).). Essure (ess205) was removed. At the time of the report, the ectopic pregnancy, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, ectopic pregnancy, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in pfs from (B)(6) 2019: device removed mentioned as no and mr states that plaintiff underwent hysterectomy and bilateral salpingo-oophorectomy for ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: impression: symptomatic ovarian cysts.. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs +mr received: reporters were added. Aka name was added. New events- vaginal bleeding, menorrhagia, ectopic pregnancy,depression,dysmenorrhea,hair loss, device ineffective were added. Lab test was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.